Manufacturer narrative:
(B)(4). Report source: international country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded by hospital as biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that, during labral repair surgery, ez pass wire was kinking and not passing on initial stab. Due to this issue, multiple passes had to be made through labrum tissue. Surgery was completed with new kinked nitinol wire for the ez pass. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.